Event description:
The customer's wife reported her husband did not receive his new meter and experienced weakness, unable to talk and dizziness. The paramedics were called and treated the customer with intravenous fluids. The customer was not transported to a health care facility. There was no report of death or permanent impairment.

Manufacturer narrative:
This is a final report since this case involves a delivery issue and does not involve a product malfunction. No product investigation is necessary.